Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and failed battery test. The insulin pump also had missing data. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube and battery cap contact. Unable to verify excessive no delivery alarm, unexpected restart alarm, or loss of memory due to failed battery test. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.